Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records report alval, hypersensitivity, pseudotumor, pain, tendinosis, bursitis, elevated metal ion levels, metallosis and fluid collection. The patient was then revised to address pain, pseudotumor and metal on metal reaction. A significant amount of synovial fluid was encountered within the joint along with mild or minimal amounts of trunnions and metallosis type material or tissue. Doi: (B)(6) 2010, dor: (B)(6) 2019, (right hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a complaint database search and/or device manufacturing (DHR) reviews will not be performed even when product/lot information is known. Per (B)(4) it has been determined that should related reports be identified a DHR review is not required.